Event description:
It was reported that pump housing was cracked and pump could no longer be used for insulin delivery due to rough handling. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.